Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, pe observed a rent measuring approximately 1.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indication as to its cause. No other anomalies were found. Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. Potential cause: the complaint of rupture was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: according to the information received, it was reported a rupture in the left breast implant. During examination, pe observed a rent measuring approximately 1.5 cm on the anterior aspect. However, the microscopic analysis of the rent edges could not determine the root cause. No other anomalies were found. The complaint of rupture was confirmed. Rupture is a known complication associated with these devices and is reference. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, breast cyst, breasr pain, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via FDA mw5085110 that a patient who underwent breast augmentation revision with mentor smooth round ultra high profile gel implants on 02/16/2018 experienced left breast enlargement [date redacted] 2018. The patient started feeling very tired and had brain fog and was very fatigued. On [date redacted] 2018, the left breast was very noticeable and started to hurt. The patient was prescribed antibiotics . On [date redacted], 2018, the patient went into an emergency clinic in [date redacted] 2018 because the pain was getting severe. The patient had an ultrasound and a huge panel of blood work. The dr suggested a cat scan but she wasn't comfortable with all the radiation. On [date redacted] 2018, she went back and had the cat scan because the pain was almost unbearable, and her breast was turning red. On [date redacted] 2018 , she went to [redacted] trauma center emergency and the surgical team spoke with dr [redacted] and they refused to touch the patient. Everyone was thinking it was just fluid build-up. After a few weeks she was refused any type of physical help. Dr [redacted] was on the phone with the plastic surgeons and they refused to try to drain any fluid out. The patient flew back to [redacted] to see dr [redacted] on [date redacted] 2018. The patient was examined and the next morning underwent emergency procedure on [date redacted] 2018. Once he opened up the breast, the [left] mentor gel implant looked like it melted. He had to remove it (on 4.14.2018) and put in a temporary spacer. He found about 13 cysts and sent to the lab to be examined (results of this examination were not provided). The patient left the office with a spacer half the size of her right implant. The patient went 2 months trying to heal and feel better but still had extreme fatigue and autoimmune issues like hashimoto's and brain fog. On [date redacted] 2018 she had both implants removed (the temporary spacer and the right mentor gel implant) and underwent replacement.